Manufacturer narrative:
A2: age at time of event - 18 years or older. A synergy ous mr 3.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. The mid to distal stent was damaged and extremely stretched over the distal end of the tip. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Blood was noticed in the distal balloon cone. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found stretching in the distal inner 80mm proximal to distal end of tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the proximal and middle section of left circumflex artery. A 3.50 x 38mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. It was further reported that the stent strut was lifted during advancing and resistance was felt so the stent was not able to reach the lesion.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the proximal and middle section of left circumflex artery. A 3.50 x 38mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.